Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red rash on their shoulder blade from the lifevest equipment. Patient reports a skin sensitivity to metals. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised removal of the lifevest due to the skin irritation. Outcome of the irritation is unknown.